Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens(iol) implant procedure the haptic was torn or broken. Additional information has been received and stated that the lens was inserted and removed during initial procedure and replaced with another lens. There was no patient harm.